Event description:
The report noted consecutive blood glucose tests of 29, 31 and 45 mg/dl. On follow-up, reporter did not recall report. Caregiver was not aware of call. Caregiver gave meter memory readings that confirmed tests, also an error(followed 3 minutes later by 102) and er3. A control test was 124(92-138). Pt did not have any symptoms. Test strips were "greenish" and meter code setting was incorrect. Subject is brittle diabetic; can be very high and very low. No meter test had been done during that time, per caregiver. No harm was alleged.